Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he has had low blood glucose levels before using his current insulin pump. Customer had an ambulance come to treat him because his wife was unable to. Customer also reported that he had wrecked a few cars due to low blood glucose levels, but never reported them to medtronic. The customer was unable to talk about the events because he needed to eat. Customer stated that if medtronic wanted the information that we could call him for more details. Nothing was replaced or returned.